Manufacturer narrative:
Based on the available information, the patient involved in (B)(4) meets the following risk criteria for prosthesis wear/osteolysis, significant edge loading of the femoral head on the acetabular liner and being implanted with a component having a shelf age of greater than 2 years. The most likely cause for the osteolysis and prosthesis wear reported was likely a combination of the risk factors including, use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential could have all contributed to the increased trend in wear/osteolysis related complaints). The most likely cause for the bone fracture could not be determined as adequate information was not provided to conduct a review. However, bone fracture is captured in the product labeling. Section h9 (z#s): z-2112 thru 2133-2021.

Manufacturer narrative:
Concomitant medical products: nv crown cup clstr hole 56mm group 3 (cat# 180-01-56 / serial# (B)(4)). Bone screw 6.5mm dia x 15mm long (cat# 120-65-15 / serial# (B)(4)). P-series pf plasma h/o collarless sz 5 12/14 (cat# 118-41-05 / serial# (B)(4)). Biolox delta femoral head 36mm od, +0mm (cat# 170-36-00 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, patient was revised for severe osteolysis, poly wear, and non-displaced fracture of the posterior column. Dr. (B)(6) combined on the surgery to do pelvic plating. Dr. (B)(6) did bring me grafting and cementing of the defect areas on bone loss and did a head and liner exchange to a 40 lipped liner and 40 plus 7 head. The hip was stable with good range of motion (rom). Patient was last known to be in stable condition. No further information available but will send pictures shortly.